Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no image. The issue occurred during preparation for a therapeutic procedure. The device was inspected prior to procedure. There was no report of patient harm.

Event description:
It was reported that the camera head exhibited no image. The issue occurred during preparation for a therapeutic cystoscopy procedure. The device was inspected prior to procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. Updated fields: b5, e2, e3, g2, h2, h3, h4, h6, h11. Corrected fields: e1 (title updated as ms.), e1 (fax number changed from na to ni). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. Based on the results of the investigation, the most probable root cause of the issue was due to faulty ccd (charged coupled device) that traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.